Manufacturer narrative:
Pt age: not provided by doctor. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during implantation of an intraocular lens, the lens was loaded into the cartridge incorrectly and caused a posterior capsule tear. The original incision was enlarged and the lens removed during the same procedure. The doctor indicated the patient is going to have an endothelial keratoplasty performed. It was unclear if this procedure was related to the capsule tear or some other pathology. The lens was destroyed and will not be returned for investigation. No additional information was provided.